Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The customer did not provide the product information. Therefore, no information was captured in section d4 (model #, lot # and expiration date), and the device manufacture date (h4) could not be determined. Based on the information provided by the customer, he was either using the contour next one meter or contour next gen meter. Since the product name was not provided, the 510(k)# for the device first launched in us between these two systems (i.e. Contour next one) was captured in section g4.

Event description:
The customer reported that he performed a blood glucose testing at 7:35 a.m. No product details or reading were provided. The meter automatically marked it as a control solution, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.